Manufacturer narrative:
The technician replaced the foot section brake hex rod to resolve the issue.

Event description:
The technician alleged that the foot section brake casters were not holding. No patient impact.